Event description:
The account alleged that the audible alarm for the bed exit is very low with volume set at high and the alarm cannot be heard outside of the pt's room. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.